Manufacturer narrative:
Multiple attempts have been made on 21nov2025, 05dec2025, 12dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "35volt (v) failure", had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the error, "35v failure", had occurred. The customer confirmed the error code in the significant log. The customer informed the remote service engineer (rse) that the unit had fell and they had already reseated the power management (pm) printed circuit board assembly (pcba) and the motor controller (mc) printed circuit board assembly (pcba) but this did not resolve the reported issue. The rse provided the customer with the part number of the pm pcba and mc pcba to order and replace. This investigation is ongoing.